Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent subclavian tavr with a 23mm sapien 3ur valve. As reported, the 23mm valve and commander delivery system were advanced via the subclavian artery with no issues. Valve alignment was performed after exiting the sheath and the 23mm valve crossed the native aortic valve with ease. The operator went to pull the pusher back but rather advanced it forward causing the 23mm valve to be pushed off the balloon (the physician pulled back on the balloon catheter instead of pulling on the handle of the pusher). The team was able to slowly retract the valve and delivery system back toward the access point of the subclavian artery. Once the valve was positioned, the surgeon proceeded with a subclavian cut down to remove the valve from the body. This was successful with no harm to the artery and no loss of blood. The patient was stable throughout this complication. It was decided by the multidisciplinary heart team to attempt tavr via the subclavian cutdown. A second 23mm valve and delivery system were advanced through the artery and deployed successfully with no leak and minimal gradient. Patient was doing well. The patient's final outcome was noted as being in stable condition. The initial reporter did not allege that any edwards devices were deficient in some way. The device final disposition was noted as discarded.